Event description:
Medtronic model: 8042b, description: insync iii ipg, serial/lot: (B)(4), implant date: (B)(6) 2007, explant date: (B)(6) 2015. Report (B)(6) is my dad. He had a medtronic pacemaker. His last visit to (B)(6) was on (B)(6) 2015 and was told that his pacemaker would need to be changed in (B)(6). Only one month later, we nearly lost our dad when his pulse dropped into the 20's as he arrived at the local emergency room on (B)(6) 2015. And then transported on to (B)(6) hospital in (B)(6) the same day. We were told that his pacemaker battery was at the "end of life." Dad was put on an external pacemaker over that weekend because he was on blood thinners. On (B)(6) a new pacemaker was implanted. Dad suffered a stroke to his spinal code and he lost the use of his legs later that same day. And continued to have complications until his death on (B)(6) 2015. Dr. (B)(6) was dad's cardiologist. After the pacemaker was removed, dr. (B)(6) met and told us that he would have the pacemaker analyzed to see what went wrong with it. On (B)(6) 2015, I received a phone call from dr. (B)(6) and he explained to me the results of the eval of the medtronic pacemaker. Dr. (B)(6) words were that the battery had "oxidized and corroded." Dr. (B)(6) also sent me a copy of the letter dated (B)(6) 2015 from (B)(6). Dr. (B)(6) told me that my dad was the (B)(4) of this model that the battery had failed. I have also been told that medtronic is investigating this case. Dr. (B)(6) told me that because of this info he had received from medtronic regarding the life of the pacemaker battery - he had changed the policies and procedures within his offices in (B)(6).